Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital has rejected a quote for service. The resolution is unknown.

Event description:
The hospital reported the unit was possibly delivering a hypoxic mixture of gas. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The proportioning system was calibrated, and the unit was returned to service.